Event description:
Pt had bilateral breast implantation in 1/91. (MFR unk). These were replaced with mcghan saline filled implants in 12/93. Symptoms of arthralgia, myalgia, nausea and capsular contracture necessitate removal.